Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving a prime rewind on the insulin pump during priming. The customer's blood glucose 98 mg/dl. The insulin pump piston continued to move forward after it made contact with the reservoir and insulin squirted out. The drive support cap was found to be loose. The customer was reportedly advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, missing end cap sticker and cracked battery tube threads.